Manufacturer narrative:
Device was not returned for root cause analysis. No photographic evidence was provided to aid in investigation. Neither samples nor pictures were received for the analysis of this complaint. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint could not be confirmed and without the return of samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that many of the 100ml and 250ml cassettes they have seen recently have many more small flaws in them, such as indents, marks, or extra material on the bags inside the cassette, as well as dark marks and what looks like little pieces of fuzz on the outside of the bags. Per reporter, this has happened with a few different lot numbers. They don't keep any record of the lot numbers on the cassettes, so the customer doesn't have them all. The reporter also noted that this has happened with both of those lot numbers because that¿s what they've ordered recently, as well as sku 21-7302-24 lot#: 4440912 and sku 21-7308-24 lot#: 4462650. Standard 7047 tubing was used. They use the equashield cstd. To keep the process of adding medication closed, they used a luer lock adapter as well as a female connector piece to add normal saline. The pump was used to prime, and the patient went home with that connection as well as a female connector on the end of the extension line. The event occurred during set up. The operator of the device was a health professional. There was no patient involvement.

Manufacturer narrative:
Five used cassettes were returned, each attached to an unknown white mating device and two attached to an extension set. Along with five (5) used fluorouracil vials and five (5) used syringes. The reported issue was confirmed during visual inspection, which verified the reported scratches on all of the cassettes. The report of white floaters after priming and preparation of the cassettes was also confirmed in 4 of the sample cassettes. The probable cause was due to crystallization of the solution primed during use. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.